Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided. This is one of two manufacturing reports being submitted for this case.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, upon inflation of the balloon to deploy the valve and after full inflation but before pulling negative, the commander delivery system balloon ruptured. The commander was successfully removed with the broken balloon still intact. Upon removal, the tip of original sheath was observed to be flared so the team placed a second sheath prior to closing in order to assess with an angiogram if there was any damage to the patient's femoral artery. There was no patient injury observed. The case was completed without issue and patient is doing fine. Per fcs, the perceived cause for the balloon rupture was extreme mitral annular calcification going into the left ventricular outflow tract and annulus. The balloon was prepped with nominal volume. The flaring tip of the original sheath was noticed during the procedure when first entering with the commander and valve. It was clarified that the "flared" sheath was referring to an esheath distal tip split. Although the physicians did not mention any difficulty in removing the commander through the esheath, the ruptured balloon could have been the cause of the seam of the esheath to come apart upon removal .

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned, and no images were provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed due to lack of imagery or returned device. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Review of the device history record and lot history showed did not indicate that a manufacturing non-conformance contributed to the complaint event. Furthermore, no abnormalities were observed during device unpacking or preparation. As reported, "during a tf tavr with a 26mm spien 3 ultra valve in the aortic position, upon inflation of the balloon to deploy the valve and after full inflation but before pulling negative, the commander delivery system balloon ruptured. Upon removal, the tip of original sheath was observed to be flared so the team placed a second sheath prior to closing to assure safe outcome." As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have contributed to the split observed on the sheath. Available information suggests that procedural factors (withdrawal of burst balloon) contributed to the sheath distal tip split. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies or manufacturing nonconformance were identified. Therefore, no corrective or preventative actions, nor product risk assessment escalation is required at this time.